Manufacturer narrative:
H3: product analysis ¿as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. The reported rebar 27 catheter was not returned with the solitaire stent device. ¿damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, with no damage noted. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was kinked at ~5.0cm to ~5.5cm from the distal tip. No bends or kinks were found on the pusher wire. ¿testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent could not be used for resistance testing. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery¿ report was confirmed, as the teardrop struts and marker coil on the returned solitaire fr 6-30 stent device were kinked. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the reported rebar 27 catheter against resistance. However, the cause of the resistance could not be determined. Possible causes of resistance include vessel tortuosity, an incompatible/damaged catheter, failure to maintain the correct flush rate, rhv loosening during delivery, and a lack of continuous flush with saline/heparinized saline during delivery. In this event, it was stated that the vessel tortuosity was minimal, and the rebar 27 catheter used was compatible with the solitaire fr 6-30 stent device, which has a labeled inside diameter (ID) of 0.027 inches. It was also stated that a continuous saline flush was administered and maintained, which rules out vessel tortuosity, an incompatible catheter, and a lack of continuous flush with saline/heparinized saline during delivery as potential causes. Therefore, a damaged catheter, failure to maintain the correct flush rate, and rhv loosening during delivery could have contributed to the resistance failure. Since the reported rebar 27 catheter was not returned, any contribution to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that while attempting to withdraw the rebar-27 microcatheter during solitaire fr (sfr) stent deployment for thrombectomy, it was discovered that the stent met resistance in the distal end of the catheter and could not be pushed out. The catheter was replaced with a new rebar-27, but the stent still could not be pushed out. A new sfr of the same model was used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing middle cerebral artery thrombectomy surgery. It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 200 minutes. It was noted that the patient was previously healthy. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: rebar-27 catheter product ID 105-5081-153 (lot unknown); rebar-27 catheter product ID 105-5081-153 (lot unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The lesion was located in the middle cerebral artery. The cause of the resistance encountered during the procedure was not determined. The patient¿s baseline nihss score was 13, and it improved to 9 following thrombectomy. A continuous saline flush was administered and maintained in accordance with the IFU. No kink or damage was observed on the catheter, but kink or damage was found on the distal portion of the solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter.